Event description:
Per the customer: "at approximately 9:45 pm, the night staff is called by a patient and then smells a burning odor. The patient reported seeing sparks from the syringe pump and the team noticed a blackish stain on the back of the syringe pump and traces of soot on the infusion stand. The power cable was disconnected when the nurses arrived. Device sent to biomedical department for analysis. The internal contacts of the power cable (device side) are damaged. A heating, caused by the blades not tightening properly the male connector, is considered by the biomedical technicians." Reporting due to a defective power cable. No patient issues were reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event cannot be confirmed, data embedded in history log is insufficient to confirm the reported event. No use was recorded on the date of the reported issue, (B)(6) 2022. Last use was recorded on (B)(6) 2022. On this date, an infusion started at 12:33 with a flowrate of (B)(4). The device was connected to main power supply. At 23:41 (time including gap of 2 hours in more), the device was disconnected of main power supply, alarms for syringe positioning were triggered and this was followed by device switch off. The subject device (model injectomat agilia, serial number (B)(6)) was returned to our laboratory for analysis. Upon reception, the subject device was submitted to a visual inspection. Main power supply connector destroyed and burning traces (black heating traces) on all external rear side were observed. Then, the subject device was opened in order to check device inside. Device socket contacts were found burnt and cable contacts were melted. Rear sub-assembly of the device was disassemblied. No damage was visible on power supply board. In order to check device integrity, main power supply socket was replaced by a new one. The subject device was functioning as specified on main power and battery supply. Thus, no damage were noted on device inside. Damages are only located on main power supply connector. Therefore, the cause of the reported event was not linked to an inside of syringe pump failure. The most probable cause is a power cable defective, damaged or not correctly inserted on socket of device. A leakage of liquid from up (bag) on rear of device can't be exclude as well. The consequence was electric arcs with a heating and burning. Thus, replacement of rear sub-assembly and power cable are required. Based on available information, the root cause of the reported issue is most probably linked to a misuse of the device. However, without certitude, the root cause remains unknown. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.